Event description:
Rust line material noted on the spinal distraction screws. Checked the boxes of 5 and notes some were rusted and others were not. Twenty eight screws removed from stock. V. Mueller at neuro/spine shadow-line spinal distraction screw sterile, 12mm ref-s-0088 llot 876501(7) 879272(2) 876505(6) ref-s-0089 lot 879299(4) 876473(5) 879298(4).